Event description:
It was reported that it was noise on the navi-star thermo-cool electrophysiology catheter in all the poles. The cable was changed but it doesn¿t improve the signals. By changing to another catheter, the noise issue disappeared and the physician was able to complete the case without patient consequences. Follow up was performed to obtain detailed information regarding the event and it was confirmed that the noise occurred on both carto and the recording system at the same time. Due to this fact, the physician was not able to interpret bs and ic signals making this event reportable.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that it was noise on the navi-star thermo-cool electrophysiology catheter in all the poles. The cable was changed but it doesn¿t improve the signals. By changing to another catheter, the noise issue disappeared and the physician was able to complete the case without patient consequences. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.